Manufacturer narrative:
H3: additional information: device evaluated by manufacturer? Yes. H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 10/24/2019, however the correct date is 11/5/2019. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with decreased best corrected visual acuity (bcva) and striae in the right eye (od), post treatment. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vison in both eyes (ou), more in the right eye than the left eye (os). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020: right eye pre-op 20/15 -2.75 x -1.00 x 108, left eye pre-op 20/15 -2.25 x -1.50 x 69.